Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #11 of the patient¿s mouth, difficulty occurred upon removal from vial. Patient presented with type iii bone. Infection was present. The device will be forwarded to the manufacturer for investigation. Patient reported pain and swelling at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that on the day the dental implant was placed, in ada site #11 of the patient¿s mouth, difficulty occurred upon removal from vial. Patient presented with type iii bone. Infection was present. Patient reported pain and swelling at time of event, no further complications were observed.